Event description:
It has been reported that during revision surgery after implantation of the snap fit liner and several rom trials, femoral component would dislocate from the snap fit liner. Snap fit liner and vitalock cap was removed and replaced. Reported delay in surgery time over 30 min.